Event description:
During a phacoemulsification procedure the surgeon reported that white flakes were expressed into the eye and lodged between the cornea and iris. When the surgeon went to remove the flakes some bleeding occurred at the iris. The patient is reported as doing fine with no issues. Additional information by the surgery center: viscoelastic residue has been found on some of the surgical instruments after they have been autoclaved.